Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer was advised on techniques to improve button functionality, and a replacement pump was offered but declined.